Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of electrode detachment.

Event description:
It was reported to boston scientific corporation that an orise proknife was used for an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the tip of the knife broke. Another orise proknife was opened to continue and complete the procedure. There were no patient complications reported as a result of this event.